Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred. The patient experienced withdrawal. The device was explanted and replaced. The event status was noted as unknown at this time. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump moto stall occurred and the patient presented with withdrawal symptoms. The replacement had been scheduled for (B)(6) 2015. The outcome of the event was noted as resolved with sequelae on (B)(6) 2015 with the sequelae noted as patient had withdrawal symptoms and underwent replacement. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.